Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was a kink in the sheath. After a procedure sheath for carotid artery stenting (cas) was removed, when the locator/insertion sheath assembly was inserted into the artery, the insertion sheath got kinked near the blood inlet hole due to severe calcification around the puncture site. The physician determined that the calcification was severe. The device was therefore not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. The reported event did not result in patient injury or require surgical intervention. The procedure before deploying the device was cas. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. It was unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the involved angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been resistance during insertion of the sheath and locator assembly into the artery due to calcification of the vessel. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).